Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. Transmission revealed stored episodes of auto mode switch due to inappropriate programming of the pulse generator. No intervention or patient symptoms were reported.